Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic repair of right inguinal hernia with mesh. According to the rptr: a balloon trocar was placed up to the pubis and insufflated. This did not deploy properly and the right side did not open with inflating the balloon; in fact the balloon came apart from the trocar. No pt complications, current pt status is well. Add'l info requested via email.